Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple temperature alarms when the pump is charging at room temperature. The customer's blood glucose (bg) level was 160 mg/dl. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.